Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend . The product of seven samples were received from p/n 67pfs50 l/n 4029499 without their original packaging and with their certificate of decontamination. Results: when the samples 1,2,4,5,6,7 were inflated with air, the cuff inflated completely. When the sample 3 was inflated with air, the cuff only inflated one side. According to the IFU (10018859-001 rev.100 - instruction for use ? Bivona tts flextend tracheostomy)) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuff, the percentage for the symmetry was sample 1: 38.8 percent sample 2: 44.4percent , sample 3: 41.6percnet , sample 4: 40.5percnet , sample 5: 40.5percent , sample 6: 40.5percent and sample 7:44.4percent . These results are over 33.3 percent that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. Engineering practices reviewed and device passed 100 percent prior to leaving manufacturing. Other analysis: the instructive 10018859-001 rev.100 - instruction for use bivona tts flextend tracheostomy. On section 6.2 says: attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube, save the old tube and call smiths medical customer service. Deflate the cuff prior to intubations.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend cuffs do not inflate symmetrically. Unable to use. This was discovered immediately upon usage. No patient adverse events occurred.